Manufacturer narrative:
Date sent to the FDA: 10/13/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07476. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07476. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, and uterovaginal prolapse. The patient underwent the concurrent procedures of a total abdominal hysterectomy and abdominal sacral colpopexy during mesh implantation. It was reported that following insertion the patient experienced painful intercourse leading to inability to have intercourse, painful urination, bladder infections, vaginal shrinkage, painful bowel movements, spotting, discomfort and mesh erosion. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2009, (B)(6) 2011 and (B)(6) 2012 due to mesh erosion. No additional information was provided. (B)(4).